Event description:
The customer reported the display was blank.

Manufacturer narrative:
(B)(4). The customer reported the display was blank. A philips representative evaluated the unit. The reported issue was caused by a defective power supply. Replacing the power supply resolved the reported issue. We will consider this a power supply malfunction.